Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: console device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device displayed a c-2 error code (handpiece is detached from the console) when the safety assessment was performed. It was further observed that there was corrosion present on the internal motor and the connector shell was loose. It was determined that the device had an unintended activation/motion. It was further determined that the device failed pretest for safety check assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the console device displayed a c-2 error code (handpiece is detached from the console) while being used with the motor device. It was further reported that motor would not run. It was reported that the motor device was changed, and the issue was resolved. During service and evaluation, it was observed that the device had an unintended activation/motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.